Event description:
It was reported that noise was detected on the ventriuclar lead. The patient received unanticipated therapy. The lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasions noted between 9.9-10.2cm from tip, consistent with lead friction to another device. Exter- nalized conductors due to internal insulation abrasion noted at 25.7-27.7cm from tip. Internal insulation abrasions noted at 7.4-7.5cm and 10.9-11.0cm from tip. Internal insulation abrasion under svc shock coil noted at 24.8-25.0cm from tip. Internal insulation abrasions under rv shock coil noted at 4.1-4.12 cm, 4.45-4.5 cm, 4.55-4.7 cm, 5.2-5.22 cm, 5.48-5.5 cm, 5.6- 5.7cm, 5.8-5.9 cm, 6.0-6.1 cm, 6.2-6.5 cm from tip. Etfe coating intact. Internal insulation abrasion under rv shock coil noted at 6.55-6.6cm from tip. Etfe coating abraded at this location. This is consistent with the observation of noise.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.